Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) underwent a permanent procedure and was unable to feel stimulation post operatively. An sjm rep performed an impedance check and revealed high impedance on two contacts. The sjm rep was able to program around both contracts, but was unsuccessful with providing stimulation. X-rays were taken and revealed lead migration. As a result, two lead extensions were added. During intra-op testing, two contacts showed invalid impedance. The doctor removed the lead, cleaned/wiped it down, and reinserted it. The impedance then displayed normal values and the issue was resolved.